Event description:
A report was received that the patient developed an infection at the midline incision site and ipg site. The patient's symptoms were fever and chills. The physician removed the paddle lead and ipg for cleaning and re-implanted the same devices. The patient was given oral and IV antibiotics.